Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient was preoperatively diagnosed with cervical spondylosis with degenerative listhesis, c4-5, and spondylosis with foraminal stenosis c4-5 and c5-6 and underwent the following procedure: anterior cervical discectomy with bilateral foraminotomy for nerve root decompression with anterior interbody fusion utilizing osteon cages with rhbmp-2/acs allograft at c4-5, c5-6, and c6-7, microsurgical technique, with implantation of cervical plate at c4 through c7 (fpsol). The patient underwent imaging studies prior to surgery which revealed advanced cervical spondylosis with disk space collapse and foraminal stenosis, as well as a grade I degenerative listhesis at c4-5 with disk space collapse and foraminal stenosis at c5-6 and c6-7 with reversal of the cervical curvature.